Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had been beeping frequently. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box revealed that the data from the event date had been overwritten due to continued use. During testing, the pump was exercised for 24 hours with no duplicated beeping. The pump case was removed, and no evidence of moisture ingress or damage to the printed circuit board was found. The complaint was not duplicated.